Manufacturer narrative:
Insulin pump passed the displacement and self test. No unexpected missing segment or partial display anomalies noted. Insulin pump received with cracked belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had cosmetic damage and scratches to the display. Customer¿s blood glucose was unknown at the time of incident. Customer states that hard to read the display. The insulin pump will not be returned for analysis.